Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The blood glucose was over 600 mg/dl at the time of incident. Customer reports they feel okay to troubleshoot. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The auto mode was not active. The customer was treated with the 10 u of the insulin pump. The customer was not in emergency room or admitted as a result of the high blood glucose. The customer declined the troubleshooting. Customer reports they have not contacted their health care professional regarding the high blood glucose. The device will not be returned for the analysis.